Manufacturer narrative:
MFR report number 0001038806-2020-01800, section "d4: device UDI number" was submitted with UDI #(B)(4) in error. Associated lot # 2013100587 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: g7: checked "follow-up."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® certain® 2 implant 4 x 10mm (xifoss410) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the collar. Bone tissue and scratches presented on the external threads which were damaged. Pre-existing patient condition noted on the per was low density ¿ type IV. The reported device was being placed on tooth # 26 (fdi) when the incident occurred. The implant was placed for approximately 4 years 1 month. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture). X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2013100587. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013100587) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that years after loading implant fracture occurred around the collar of the fixture. Fixture was removed. Tooth location 26.